Event description:
It was reported that pump displayed cgm error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and performed reset with guidance from technical support, after which pump no longer displayed cgm error.